Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system, power supply, and i3 power cord were received for evaluation. Visual inspection verified the power extension cable, power supply, and i3 pcb were frayed and wires were exposed. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A nonconformance was detected during review and it was addressed within abbott control. No patient harm related to this occurrence.

Event description:
Exposed and frayed wires of the power extension cable were discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.